Manufacturer narrative:
Continuation of medical devices: a2dr01 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had elevated sensing integrity counter (sic) counts, high thresholds, oversensing and diminished sensing. The lead was noted to be programmed unipolar, however it is unknown when that occured. The lead was reprogrammed to bipolar and remains in use. No patient complications have been reported as a result of this event.